Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. External visual inspection noted tool marks on the case. All seal plugs are intact. All setscrews operate normally. X-ray inspection noted no irregularities. A review of the device memory confirmed a fault, recorded on (B)(6) 2023, due to the charge time limit having been exceeded. Review of the recorded episodes noted a charge timeout fault code. A capacitor reform was initiated. The charge time was 44 seconds, which is longer than expected. The device was submitted for electrical testing. During testing, the device did not deliver the expected amount of energy. The device case was removed in order to facilitate inspection of the internal components. Visual inspection noted swelling of the high voltage capacitor. This capacitor was removed and detailed analysis identified arcing damage within it. Due to the damage, the root cause for the arcing could not be determined. This damage resulted in the observed long charge times and inadequate energy output.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded both a charge time out and long charge time error code. X-ray images were sent to technical services (ts) for review. Device data was sent to engineering for review. Data analysis determined the error code was recorded during a scheduled automatic capacitor reform. As the cause of the recorded charge time out is unknown, device replacement was recommended. This device was subsequently explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded both a charge time out and long charge time error code. X-ray images were sent to technical services (ts) for review. Device data was sent to engineering for review. Data analysis determined the error code was recorded during a scheduled automatic capacitor reform. As the cause of the recorded charge time out is unknown, device replacement was recommended. This device was subsequently explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.